Manufacturer narrative:
Concomitant medical products: 977a260 pain stimulation lead, implanted: (B)(6) 2013, 37702 pain stimulation lead, implanted, (B)(6) 97740 neuro programmer, implanted: (B)(6) 2013, a2dr01 ipg, implanted: (B)(6) 2017, 5076-45 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had possibly perforated the patient, caused nerve stimulation and exhibited no capture. The patient was taken to the operating room for perforation repair and the lead remains in use. No further patient complications have been reported as a result of this event.